Event description:
Unit was not cycling and stuck on ventilation mode.

Manufacturer narrative:
At this time, device has yet to be evaluated. Submitting initial report and will submit evaluation findings upon completion.